Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that battery replacement was planned because the battery terminal showed blackened, burnt-like marks. The cause of the marks was unknown and replacing the battery resolved the issue. There was no health hazard to the patient. Images of the damage were not available.